Event description:
Customer reported possible check valve failure with drip chamber full and unspecified antibiotic secondary fluid flowing back up into primary line. Tubing was changed and it happened again. First set was discarded. No pt harm was reported and no other details are available. Second set has been requested, but has not yet been received. F/u report will be filed if set is received for investigation at a later date.